Event description:
It was reported that during a percutaneous coronary intervention stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending artery. The physician advanced an 2.25mm x 28mm omega stent, however, it was unable to cross the lesion. The physician removed the device and noticed that the tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).